Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the bronchovideoscope the image turned black and white during the operation in the anesthesiology department. The issue occurred during a therapeutic intubation (anesthesia) while device was inside the patient. The procedure was completed as it was with the same device with procedural delay of less than thirty (30) minutes. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.